Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the follow up, it was reported that the one link device was used with a non-baxter syringe. The syringe was not making a complete connection to the one link. Proper technique was discussed with the customer. The reported event was experienced in the emergency department with an unknown medication and in labor/delivery unit to push pitocin. The one link was no longer in use by the customer. There was no patient injury or medical intervention associated with this event. Additional information was requested, but the reporter declined to provide further information about this event. (Catalog number) was updated because actual device was received for evaluation and the product code became known. (B)(4). Device was received and evaluated. The evaluation codes were updated due to actual device being evaluated. The conclusion code was replaced. The result code was replaced. The method code was replaced with 10 and additional method codes. The device was evaluated for a reported issue of a no flow. A visual inspection was conducted and found no issues. Functional testing was performed using the clear passage and pressure test. The device was determined to not meet product specifications related to the reported event because the solution would no flow due to a syringe being difficult to connect to the one link. The reported event was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector did not allow flow during infusion. The device was being used with an unspecified baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.